Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's therapy cable accessory to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device failed to acquire a tracing and shock during a cardiac event. This issue is patient related; however there was no adverse event reported.